Event description:
Livanova deutschland received a report that a heater-coolersystem 3t was tested positive for m chimeara. There is no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in UK. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: through follow-up communication under previous complaint from the same hospital, livanova learned that the device was cleaned and maintained regularly per the instructions for use and that it was placed inside the operating theater during use with the fan directed away from the patient and at an estimated distance of tree (3) meters from the surgery field. In addition, the hospital user does not use patient reusable heating blankets. No evident or systematic deviation from device instruction for use could be identified in this specific case. However, the source of contamination is most likely related to location where device is used/stored.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
**UDI related data quality updates only** d.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. Dedicated section d.4. Primary unique device identification (UDI) number has been updated with not available, accordingly.